Manufacturer narrative:
Results of investigation: the suspect component was returned to vyaire medical for evaluation. Exact root cause is not determined as the original complaint was not duplicated. The uut was tested and found to function to specification.

Manufacturer narrative:
H3: 81 other - the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
It was reported to vyaire medical that the bellvista1000 us screen froze and blue screen appeared while the unit was running on a patient. The unit was swapped out and there was no patient harm associated with the reported event.